Event description:
It was reported that the patient experienced intrathecal medication side effects. The onset of the medication side effects was stated to be (B)(6)-2014. The patient experienced nausea, excessive sweating, diarrhea, dry mouth, excessive drowsiness, constipation, and urinary difficulties. A scopolamine patch was administered on (B)(6)-2014. The patient was also reprogrammed on (B)(6)-2014 and (B)(6)-2015. As of (B)(6)-2015, the issue was considered to be ongoing. At the time of the event onset, the pump was used to deliver dilaudid and bupivacaine. The pump currently contains dilaudid, bupivacaine, clonidine, and droperidol. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).

Manufacturer narrative:
Additional review of this MDR determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to the patient serious injury. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Aware date correction: after further review, it was determined that the aware date for the previously sent follow-up report is (B)(6) 2015, not (B)(6) 2015.